Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the device time was set one hour ahead which prevented medication dispensing. A technical support specialist dialed into the system, updated the system time and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station time was incorrect. The customer stated that the station clock was showing a time that was one hour ahead, which prevented users from dispensing medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.